Event description:
The trilogy ev300 ventilator was alleged to have failed the pre-test for active exhalation. There was no harm or injury reported.. The ventilator was indicated to require on-site repair service by a philips technician. The device's 3-ay solenoid and proportional valves require replacement to address this issue and device repair has been planned at the customer site. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.